Manufacturer narrative:
H10: the reported 5x20 biosure regenesorb screw, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw would not fixate in the tunnel. An exact root cause cannot be determined with confidence. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl surgery, the screw was loose and could not be fixated when it was inserted into the bone hole. No patient injuries or delay reported. Although no backup device is reported, there is no information that reasonably suggests a procedure cancellation, change in surgical technique nor use of competitor device occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the reported 72204389 5x20 biosure regenesorb screw, used in treatment, has been returned for evaluation. From the information provided, the screw would not fixate in the tunnel. Used screw was returned. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the proper prep device. Improper tunnel size. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.